Manufacturer narrative:
(B)(4): the device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4)

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, a generator error (h07) occurred. The generator was reset, but the error recurred. The procedure was completed with another rf 3000 radiofrequency generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.